Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported high blood glucose and bolus wizard. Customer's blood glucose was 328 mg/dl. Customer treated high blood glucose with bolus through insulin pump. Troubleshooting was done. Customer also reported that she had been having low blood glucose. Customer stated that it was 33 mg/dl and when she woke up it was 22 mg/dl and had no issue. Customer's blood glucose was 310 mg/dl. Customer stated that she was certain that the blood glucose entered and the active insulin was showing not application. No further info provided.